Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, the helix was distorted/bent and there was blood in/on the helix mechanism.

Event description:
It was reported that the patient experienced pacing and sensing failure. A rise in impedence confirmed a pacing lead fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.